Event description:
It was reported that during a da vinci-assisted benign hysterectomy surgical procedure, the wristed needle driver instrument moved with non-intuitive motion. There was no report of fragment(s) falling inside the patient. The procedure was completed with no patient harm. Intuitive surgical, inc. (Isi) followed up with the initial reporter and confirmed that the instrument was inspected prior to use with no abnormality. The instrument jaw motion did not match the action intended by the surgeon. The issue occurred while the surgeon¿s head was inside the high-resolution stereo viewer on the surgeon side console (ssc). The movements of the surgeon scaled appropriately to the instrument and the timing of instrument movement was appropriate. No shakiness/ friction and external collisions occurred. There was no instrument-to-instrument or system arm-to-arm interference. The drape number was unknown, and would not be returned. The procedure was completed robotically with no report of patient injury. Photographic images of the device(s) or a video recording of the procedure were not available.

Manufacturer narrative:
Based on the claim of non-intuitive motion against the wristed needle driver by the customer, an investigation is in progress. Additional information is being gathered to determine the contribution of the device to the customer reported issue. The investigation to determine the cause of this reported event is currently in progress. As such, the probable root cause cannot yet be determined based on the information provided.

Event description:
Refer to h10/h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) received a da vinci product to perform failure analysis. The wristed needle driver instrument was analyzed and found to have imprecise motion. Failure analysis found the primary failure of functional test failed to be related to the customer reported complaint. The instrument was placed and driven on an in-house system. The instrument passed the recognition and engagement tests and the grips opened and closed properly. The instrument was not fully functional and did not follow the master tool manipulator (mtm) commands smoothly. The complaint regarding non intuitive motion was confirmed by failure analysis. An additional observation not reported by the site was identified. The instrument's roll gear was broken. The breakage occurred at the base of the gear where it meets the main tube. A piece measuring approximately 0.143" x 0.084" was missing and not returned with the instrument.